Event description:
A 3.5mm diameter x 18 mm length endeavor rx drug-eluting coronary stent was deployed in a pt. The target lesion located between lmt and lad #6, was described as severely calcified with 99% stenosis. Treatment of the target lesion prior to stent deployment, performed with a rotablator device, resulted in a vessel dissection. The relevant stent was implanted with the intent of treating the dissection. During the procedure, 4 other endeavor rx drug-eluting coronary stents were deployed to treat the dissection (MFR report #2953200-2010-00169, 00170, 00171, 00172). The procedure was completed after confirmation of good expansion and apposition of the stents after post-dilation; however 7 days post procedure, the pt died unexpectedly at home. It was reported that the relevant stent was deployed to a pressure of 22 atms which is 6 atms above the recommended rated burst pressure for a product of this size. The physician commented that, although angiography showed the good dilatation, there may have been some portions of insufficiently expanded stent, therefore, a stent thrombosis may have occurred. The physician also commented that correlation between pt's death and stent thrombosis cannot be denied; however, it was reported that the cause of death is unk.

Manufacturer narrative:
(B) (4): evaluation results, conclusions: severe calcification, dissection. Stent deployed to a pressure 6 atms above recommended rated burst pressure. Stent thrombosis, death.